Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. The symptom ¿can't turn on cycler ¿was encountered during the testing, as the cycler won¿t turn on. The cause is the inverter board that was faulty; the inverter board transformer is burnt. The symptom ¿display brightness problem¿ was not confirmed during the testing. The voltage check passed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support that the display screen on the liberty cycler is dim and sometimes flashes bright. It was confirmed that the cycler is plugged directly into its own 3-prong grounded wall outlet, there's been no bad weather or pwr outages in the area, and the pwr cord is secure at both ends. The patient was advised to contact the clinic and will perform continuous ambulatory peritoneal dialysis until the replacement cycler arrives. Additional information was solicited.